Event description:
Reprocessed myosure reach from stryker malfunctioned during procedure while running. Dr states a "clunking sound" occurred. The entire hose to the machine hub was jumping and twisting. It also caused the machine to shut down. The machine was restarted and a new hand piece attached and used accordingly. No harm to pt.